Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 during drain 2 of 4 on the homechoice (hc). The technical service representative (tsr) explained the alarm. The hp had left an unused supply line clamp open. Tsr assisted to end therapy. Tsr advised to let the registered nurse (rn) know about the alarm. Hp to finish with a manual exchange. The tsr reviewed proper procedures per the user manual. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lot number is unknown therefore no batch review will be performed. The labeling for the product was reviewed and there are adequate instructions about closing the clamps on unused fluid lines. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4).